Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred at the connection of a titanium adapter and a minicap transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy and occurred a half hour after a routine transfer set change. There were no holes or damage noted. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with antibiotics intraperitoneally (ip) as per protocol for wet contamination. No additional information is available.